Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer was unable to load multiple cartridges onto the pump. Reportedly, the customer believed a misalignment in the pump tracks or pneumatic tap was causing the issue. Blood glucose level was 377 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.